Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4).

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during the procedure, when physician attempted to crush the stone, the handle cannula broke. A sohendra was used according to dfu to dislodge the basket from stone. Basket was removed. The procedure was completed with a different device. There were no patient complications reported as a result of this event.